Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was reported by the patient to be due to a hernia; however, since the cause could not be verified and no further details were provided, the cause of the peritonitis was assessed as unknown. On unspecified dates, reported as "from the last 15-20 days" the patient was hospitalized for the peritonitis. On an unreported ate, the patient began treatment for the peritonitis with meropenem, vancomycin, and amikacin (doses, frequencies, and routes not reported). At the time of this report, the patient remained hospitalized. On an unreported date, the patient's pd catheter was removed because the patient was not recovering from the peritonitis. No further information regarding the outcome of the peritonitis event was provided. No additional information is available.